Event description:
N/a.

Manufacturer narrative:
Article reviewed: gallitto et al. 2020. Early and mid-term efficacy of fenestrated endograft in the treatment of juxta-renal aortic aneurysms. Ann vasc surg; 66:132-141. The subject article is a single-center observational cohort study of 181 patients who underwent fenestrated endografting (fevar) between 2008 and 2017, 66 (36%) were juxtarenal aneurysm (j-aaas) prospectively collected and and retrospectively analyzed. The aim of this study was to report early and mid-term outcomes of fenestrated endografting (fevar) for juxtarenal aneurysm (j-aaas). This complaint is based on information found within a article/literature review. There was no product that was available for evaluation, therefore a device evaluation could not be conducted and the complaint cannot be confirmed. The author of the article did not report any major adverse patient effects as result of this event. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Attempts to obtain the device lot information was conducted but unsuccessful. The hazardous situation/harm is addressed in the risk file and is operating within its risk profile. There was no evidence within the article that the device was the cause of the reported event. The complaint history review did not identify an adverse trend, therefore no escalation to CAPA process is required. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Although one case of a type iii endoleak that required renal artery relining, two patients (3%) with persistent type ii endoleak had sac enlargement and required reinterventions, worsening of renal function in 7 (10%) cases: 4 returned to baseline within 30-day, 1 required hemodialysis and died within 30 days (1.5%), which was the only case of 30-day mortality, however considering the design of the study, small sample size, freedom from reinterventions at 1 year at 97%, no late renal arteries occlusions or type I-iii endoleaks, overall survival at 5 years was 67%, with no j-aaa-related mortality, one can infer that the getinge¿s advanta v12 balloon expandable covered stents performed as expected.

Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted

Event description:
Article: gallitto, e. E. (2019). Early and mid-term efficacy of fenestrated endograft in the treatment of juxta-renal aortic aneurysms. Annals of vascular surgery, 132-141. Purpose: the aim of this study was to report early and mid-term outcomes of fenestrated endografting (fevar) for juxtarenal aneurysm (j-aaas). Method: between 2008 and 2017, all consecutive j-aaas treated by fevar were prospectively collected. Conclusion: fevar for j-aaas is safe and effective at early and mid-term follow-up. Per the article product problems included misplacement, migration or deformation.